Event description:
Information received indicates, the left intermediate side rail will not latch.

Manufacturer narrative:
The technician cleaned and lubricated the side rail latch mechanism to repair the bed.